Manufacturer narrative:
Results: catheter.

Event description:
It was reported that the pt experienced return of symptoms with increased spasticity and "overturn of clonus". A slight volume discrepancy had been noted at refill in late 2008, along with a more pronounced startle reflex. The dose was increased by 10%. The pt was going through a major growth spurt back in the same month. The reporter indicated that again the actual residual volume was greater than expected residual volume: 4.7 ml was the expected residual volume and 23 ml was the actual residual volume. They were certain that they were in the pump reservoir. There was a small amount of subcutaneous tissue over the pump. The aspirated fluid was mostly clear with a little cloudiness. There were no alarms; the programming was noted to be correct. A dye study was performed; no problem was found. An x-ray was taken; no problems were found. A roller study was performed; it was unk if there were any problems. The pump contained baclofen compound 2000 mcg/ml. The pt had been in the clinic, but left with parents who planned to come back as further device troubleshooting was being considered. It was later reported that the pump was replaced. The catheter showed a break right at the pump/catheter connection. It was difficult to see if the pump was working; the hcp planned to send it back for analysis. The pt was doing better after surgery.